Manufacturer narrative:
Us reporting agent notified: (B)(4)2014. Complaint details: two incidents occurred/reported under the same lot. One incident occurred (B)(6) 2014 and second occurred on (B)(6)2014. When sewing the muscle of the uterus (cesarean section), thread safil quick breaks at each binding. Attempted the examination - thread got up in the hands of the stroke. Additional puncture of the uterus (additional bleeding from the muscle). Number of patients affected: 2. Each next thread before giving the operator, was pulled over and checked for (breaking) strength. No samples are available. Final conclusion: the failure analysis is still under investigation.

Event description:
Country of complaint:(B)(6). Suture breaking during procedure.